Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as not manufacturing lot number has been provided by the complainant.

Event description:
Facility reports they have had a number of events of breakage in the bifurcation of both hemoglide and hemostar catheters. They have not saved any explanted catheters. We have requested for more info and any additional info will be added later.